Event description:
Shortly after the surgical case began the surgical tech heard a pop come from the cautery unit and a bit of smoke from the grey monopolar cord. A stop was called the cord was unplugged from machine, and the patient was checked with no sign of injury. A new cord was obtained and plugged into machine and the case continued. The surgeon after further inspection of the grey cord saw a frayed portion where the tech observed the smoke come from.